Manufacturer narrative:
(B)(4): the product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for the similar product is k983112. The rt102 auditory inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a f/u report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the heater wire pins of an rt102 adult inspiratory heated breathing circuit were bent. An electrical adaptor could not be connected to the breathing circuit. This was noticed prior to patient use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt102 adult inspiratory heated breathing circuits were visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tubes of the returned breathing circuits. A visual inspection revealed that the heater wire pins were bent. This prevents the adaptor from connecting to the heater wire socket. A lot check was not performed as no lot information had been provided. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is not possible for us to determine whether the pins were bent during production or by the end user. (B)(4).